Manufacturer narrative:
Device not available for eval.

Event description:
The product was used during a pancreatoduodenectomy procedure. Reportedly, the staples did not form properly and bleeding occurred at the application site. The surgeon performed a leak test to check the anastomosis and no abnormality was confirmed. The hospital has reported no patient injury occurred.